Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the lead was returned with severe explant damaged. Visual inspection found the outer insulation breached in vivo at location where the anchoring sleeve tied down. No conductor fracture in vivo was observed on lead segments returned. The distal conductor distorted within is-1 pin due to explant damage was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
5076-45 lead. Implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance. During the rv (right ventricular) lead extraction procedure, upon inspecting the leads after opening the pocket, the physician noticed what looked like an insulation breach. The connector pin had to be cut off to attach a stylet for the laser extractor, which revealed that the internal conductor coils had separated and frayed into three separate wires within the lead. As the physician began laser extraction, the lead body began to physically pull apart. The physician abandoned the laser extraction attempt. As the helix could not be retracted, the physician cut off as much of the lead body as possible, with a portion being unable to be removed from the myocardium. A replacement lead was then implanted. No patient complications have been reported as a result of this event.